Event description:
New information received stated that the right ventricular lead was explanted on (B)(6) 2019 successfully. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received stated that the patient was not symptomatic. The patient had loss of capture on the right ventricular lead but had supporting pacing on the left ventricular lead. The patient was transferred to another facility for lead revision procedure. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to regular follow up for a pacemaker check. Upon checking the device, it was noted that the right ventricular lead exhibiting loss of capture at high pacemaker output. The patient was pacemaker dependent but was reported to be in stable condition. Additional information was requested but not yet received.